Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states for about 1-1.5 months ago, it feels like the stimulation is not working anymore and they have been having severe back spasms again. Pt states they had no falls or trauma around that time . Pt states they have an appointment already scheduled with dr and wanted to make sure a rep was going to be there. Agent reviewed rep role and redirected to dr. Pt states they have the numbers for the reps and will contact them as per directed by the dr.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.